Event description:
It was reported that the user announced a meal for a cracker while glucose was elevated to 299 mg/dl and subsequently experienced hypoglycemia with a peak of 61 mg/dl; the agent advised that announcing meals based on glucose readings is against recommendations and suggested a potential factory reset with additional training. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting without alerts or alarms. Investigation included customer interview and review of available usage and event details. Investigation of this case revealed no device malfunction identified and user technique likely contributed. It was concluded that the event was user-related with no device failure identified and that retraining and a potential factory reset were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.